Event description:
It was reported that the right atrial (ra) lead had very small pwave deflections and noise. The ra lead remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable defib lead (B)(6) 2011; d224trk implantable biv defibrillator (B)(6) 2011; 419488 implantable pacing lead (B)(6) 2006. (B)(4).